Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns and service code 107) was isolated to a shorted c1 capacitor on the computer/analog pca. The monitor did not pass incoming functional testing. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and experiencing abnormal shutdowns.